Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-32032. It was reported that the patient's scs system was replaced for an unknown reason.

Manufacturer narrative:
There was no complaint against the returned lead. It was reported a patient underwent a system replacement. The reason for the replacement is unknown. It was reported the surgery proceeded without complications and effective therapy was restored. The lead was returned cut and incomplete. Approximately 11cm of tail 1-8 was not returned. The lead segments were in fair condition without any instrumentation damage or broken wires. There was a single set screw mark on electrode 8 and one on electrode 9 of terminal lead segment a indicating it may not have been fully inserted into the header of the ipg. Due to the as-received condition of the lead, it could not be fully analyzed. The cause of the replacement procedure could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.